Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade iii or IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles in the surface of the shell, crease fold and wear abrasion. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening and striated openings in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Four opening striated in the anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare provider reported ¿during surgery, seroma was found around the prosthesis¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture, baker grade iii or IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., b.6., b.7., h.6.